Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during initial testing before implant the balloon catheter would not deflate. The catheter was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the balloon catheter was returned, analyzed and the mechanical operation of the balloon catheter was occluded and the catheter shaft was bent. It was noted there was dried (crystalized) material seen in syringe and on balloon catheter syringe port, which was likely contrast, and the shaft was kinked at 20cm from tip end. The analyst inflated the balloon, deflated balloon (deflated slowly) due to clogged air way (contrast and kink contributed to this) and flushed with alcohol and deflation was quicker. Visual summary of analysis indicated damage during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.